Event description:
The patient has two leads implanted with the same lot number. The patient reported he has never received effective stimulation despite multiple reprogramming attempts. The patient is also requesting to have his ipg replaced (reference MFR report: 1627487-2013-04201).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.